Manufacturer narrative:
(B)(4). Date sent: 12/5/2025. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: please confirm the product code for the device involved. Please provide more details about the device quality issue. Update event description: the anvil could not be separated from device. Was the device difficult to fire? No. Did the device fire? No. Was the device difficult to fire? No. Did the device cut? No. Did the device staple? No. Did the device close? Yes did the device open? No. Was the device difficult to close on the tissue? No. Was the device difficult to open? Yes. On which firing did this occur? Before fire. Did the tissue retaining pin lock into the correct position? Unknown. Was there a patient consequence? No. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the proctrectomy surgery, the anvil could not be separated from device. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.